Manufacturer narrative:
The manufacturer previously reported a failure of the interface board. The interface board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the interface board failing was due to a capacitor (c13) having evidence of a short resulting in a loss of the 12 volt dc buss line.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank and the device was alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. During the evaluation of the device, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery, power management board, system board and interface board were replaced to address the issues. A "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.